Event description:
The customer reported that during a cystectomy, the device was opened and the surgeon noticed that the blade of the instrument was repositioned between the jaws. The device would not longer work and was removed from the surgical field. Another device was used to complete the procedure without incident. There was no injury to the pt or to the operating room staff.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.